Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital discarded the device.

Event description:
The patient was undergoing a coil embolization procedure in a vertebral artery using a penumbra coil 400. The physician attempted to manipulate the penumbra coil 400 several times and it unintentionally detached while partially out of the microcatheter. The physician removed the microcatheter with the penumbra coil 400 still inside of it. The microcatheter was flushed and the coil was removed. There was no report of an adverse effect on the patient.